Manufacturer narrative:
This event occurred in (B)(6). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a valve. It was reported that the valve did not drain liquid. There was a reported delay to the procedure of 1 hour. There was no reported impact to the patient.